Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as a red burn. The downloaded software flags show the patient had not received a treatment. The patient's home health nurse provided a cream for the patient to use. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.